Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the facility returning the device to olympus without completing reprocessing. We checked the reprocessing manual at the time of product shipment and found the following detailed descriptions for reprocessing: chapter 7 cleaning, disinfection, and sterilization procedures; chapter 8 reprocessing workflow for endoscopes and accessories; chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope nozzle was clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.